Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had increase in flow and the site suspected the flow increase was secondary to had possible thrombus formation. The patient was started on heparin and then transitioned to warfarin. The patient was asymptomatic.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed a slight elevation in flow. Although a specific cause for this finding could not be conclusively determined through this evaluation, the account assumed the flow increase was secondary to possible thrombus formation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the suspected thrombus formation could not conclusively be established through this evaluation. The report of speed increase could not be confirmed. The submitted log files contained data from (B)(6) 2020. No hazard alarms were captured within the files. It was noted that a slight increase in flow was observed on (B)(6) 2020. The pump speed remained above the low speed limit for the duration of the file. The pump speed did not exceed the pump¿s fixed speed. The pump appeared to be functioning as intended. The patient reported experiencing speed increases while changing power sources. The account later communicated that they were unaware of the speed increase. The account stated that the chief complaint was for an increase in flow. They assumed the flow increase was secondary to possible thrombus formation. The patient was started on medication and did not experienced any symptoms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications. The IFU also contains information regarding pump speed, power, flow, and pulsatility index. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 also provides an explanation of pump speed, power, flow, and pulsatility index (pi). This IFU outlines indications of pump thrombosis as well as how to respond to such events. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.